Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence and pain after a urinary tract infection. A revision surgery was performed in which physician explanted and replaced the device. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4) UDI field (d4) concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary tract infection, pain and urinary incontinence are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.